Event description:
It was reported to boston scientific corporation that an obtryx curved system was implanted (B)(6) 2009. According to the complainant, the patient experienced pain, suffering, disability, impairment and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot #, 0ml6110502 could not be matched to the upn provided.